Event description:
The patient reported loose teeth likely due to inadequate stabilization during treatment. Dentist has recommended that the patient pursue comprehensive orthodontic treatment due to the unresolved issues. Slight tmj was also noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.